Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-01093, reference MFR report: 3008829311-2017-01094. It was reported that the patient experienced ineffective therapy. One of the patient¿s lead was unable to turn on due to low impedances. As a result, surgical intervention was taken on (B)(6) 2017 to replace the implantable neurostimulator (ins) with a different model. Issue has been resolved.